Manufacturer narrative:
It is not known if the device will be returned. Without the return of the unit, it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. However, a supplemental report will be submitted if the device is returned. Specific model number and lot number is unknown, but reported to be a pulmonary catheter. Without the model number, the di number cannot be reported. Additional product codes for edwards lifesciences pulmonary catheters are kra, dqe, and dqo. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that during a cardiomems implant procedure, the physician was unable to advance the edwards pulmonary artery catheter through the right ventricle in to the pulmonary artery. The physician attempted two other guidewires as well as a second diagnostic catheter but was still unable to advance to the pulmonary artery. The patient began to experience frequent, prolonged runs of ventricular tachycardia coupled with hypotension and the case was aborted. The physician reported the cause of the advancement difficulty was likely due to a large right atrium and right ventricle coupled with severe tricuspid regurgitation. The physician stated the cause of hypotension was tachycardia and patient's medication (versed/fentanyl) and the cause of the ventricular tachycardia was the edwards pulmonary catheter in the ventricle. The tachycardia/hypotension was resolved by removing the catheter and discontinuing procedure. The cardiomems delivery system was not inserted in to the patient at any time. The patient was discharged post procedure and is currently stable. There will not be a second implant attempt. There was no patient injury. It is unknown if the device is available for return.

Manufacturer narrative:
As reported, a patient experienced prolonged runs of ventricular tachycardia and hypotension, during the insertion of a pulmonary artery catheter for a cardiomems implant procedure. The physician reported that the pulmonary artery catheter was difficult to place due to patient anatomy and comorbidities. Symptoms were resolved by removing the pulmonary artery catheter. The procedure was aborted, and the patient was discharged in stable condition. The IFU states cardiac arrhythmias may occur during insertion, withdrawal, and repositioning, but are usually transient and self-limited. ECG monitoring and immediate availability of antiarrhythmic drugs and defibrillator equipment is recommended. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results indicate root cause is not likely to be related to the swan-ganz device. The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective or preventative actions are required at this time.